Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered injury to their bladder, uterus and other internal organs. Pt has suffered constant pain and is permanently scarred. The device was not returned for evaluation.